Event description:
It was reported that after centrifugation with 3 lots of bd vacutainer® sst¿ blood collection tubes an unspecified amount of the shields and stoppers come off the tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: during product use. Defect: after centrifugation, the plastic cover and rubber stopper come off effects: no effect on patients and users.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2257745. D.4. Medical device expiration date: 30-sep-2023. H.4. Device manufacture date: 14-sep-2022. D.4. Medical device lot #: 2285302.. D.4. Medical device expiration date: 31-oct-2023. H.4. Device manufacture date: 12-oct-2022. D.4. Medical device lot #: 2313572. D.4. Medical device expiration date: 31-oct-2023. H.4. Device manufacture date: 09-nov-2022. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 3 lots of bd vacutainer® sst¿ blood collection tubes the shields and stoppers come off the tubes. This occurred with 40 tubes from each lot. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: during product use defect: after centrifugation, the plastic cover and rubber stopper come off effects: no effect on patients and users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, retention samples from bd inventory were functionally evaluated and closure separation was not observed. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for closure separation based on the photos provided. Retention sample testing from the same lots was satisfactory. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that after centrifugation with 3 lots of bd vacutainer® sst¿ blood collection tubes the shields and stoppers come off the tubes. This occurred with 40 tubes from each lot. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: during product use. Defect: after centrifugation, the plastic cover and rubber stopper come off effects: no effect on patients and users.

Event description:
It was reported that after centrifugation with 3 lots of bd vacutainer® sst¿ blood collection tubes the shields and stoppers come off the tubes. This occurred with 40 tubes from each lot. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: during product use defect: after centrifugation, the plastic cover and rubber stopper come off effects: no effect on patients and users.